Event description:
The customer reported that during patient use the oxygen (o2) sensor on an 840 ventilator would not calibrate. The patient was removed from the 840 ventilator . The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found the oxygen sensor to be cracked. The cse replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).